Event description:
It was reported that the patients ipg would no longer holds its charge. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will not be returned per facility policy.

Manufacturer narrative:
Block b3: exact date unknown, event occurred about six months ago, based on the date the manufacturer became aware of the event.